Event description:
Doctor 1 performed a 1st mpj fusion on a 65-year-old male patient with average bone quality on (B)(6) 2019. The patient came in for his regular post-op appointment on (B)(6) 2019 with no report of pain or irritation. Fluoro was utilized to examine the site and it was realized that the petite mpj vlc gridlock plate left (300-52-005) was broken. There was no report of noncompliance. According to the associated trilliant surgical sales representative, doctor 1 confirmed that fusion had not yet occurred as it is only six (6) weeks post-op. Doctor 1 believes the screws are still maintaining compression and promoting fusion. He does not have plans to remove the broken 300-52-005 at this time.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-9 below) as part of internal complaint handling activities. Patient date of birth (a2) and weight (a4) not reported. Outcomes attributed to adverse event (b2) shall have nothing selected as there were no outcomes attributed to the plate breaking as of the time of report submission. Catalog # and serial # (d4) not utilized by trilliant surgical. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. Explanted date (d7) n/a to this report as there was no explant associated with this event. Reprocessor name and address (d9) n/a to this report. Concomitant medical products and therapy dates (d11) not reported. Section h9 n/a to this report. No files attached to this follow-up report. Corrected information provided in follow-up submission: b2 - delete selection for required intervention. B5 - description of event or problem is corrected to not identify any physician or institution by name. D2 - common device name, added product code ndg to hwc that already exists per the initial submission. E1 - initial reporter edited to be the physician who reported the event to the sales representative. Sales representative email address is removed. G1, g2 - fax number added. G3 - health professional and distributor are selected as report source while company representative is removed. Additional information provided in follow-up submission: g1 - name, email address, and telephone updated as different personnel is submitting the follow-up submission than submitted the initial submission. Additional investigation performed 03/20/2020: a lot number was identified for this event as stated in section d4. The corresponding device history record (DHR) was reviewed for any significant events (i.e. Nonconformances (ncrs), reworks (rwks), deviations) that may correlate to the reported event. There were no associated deviations or rwks, but nmr (B)(4) was initiated for sample #10 failing hole location features, features 3-5, and 8, as well as sample #7 failing for threaded hole features, features 12 and 14. Sample #7 was scrapped. Sample #10 was dispositioned as "use as is" as the part underwent and passed functional testing with a 3.0mm gridlock locking screw. The remaining parts were functionally verified using static and threaded drill guides. As all "accept" or "use as is" parts passed functional verification, it is likely that the plate did not break as a result of the nonconformances identified in nmr (B)(4). As a result of the DHR review, it is concluded that there is no correlation to the reported event.

Manufacturer narrative:
Limited information was provided to trilliant surgical regarding the event. It was reported that a 300-52-005 petite mpj vlc gridlock plate, left, was broken prior to fusion occuring. The doctor does not plan to remove the plate as he feels that the intact screws are providing sufficient compression. The plate was initially implanted (B)(6) 2019, and the event occured (B)(6) 2019. Patient noncompliance was not suspected. The complaints log was reviewed and identified one additional complaint, (B)(4), which had been reported for a similar issue (plate break, no fusion) in the last 12 months. The root cause of the event is unknown due to the limited amount of information provided and that parts were not returned to corporate for evaluation as they remain in the patient.

Event description:
Dr. (B)(6) performed a 1st mpj fusion on a (B)(6) year-old male patient with average bone quality on (B)(6) 2019. The patient came in for his regular post-op appointment on (B)(6) 2019 with no report of pain or irritation. Fluoro was utilized to examine the site and it was realized that the 300-52-005 petite mpj vlc gridlock plate left was broken. There was no report of noncompliance. According to (B)(6), our trilliant sales representative, dr. (B)(6) confirmed that fusion had not yet occurred as we are only 6 weeks post-op. Dr. (B)(6) believes the screws are still maintaining compression and promoting fusion. He does not have plans to remove the broken 300-52-005 plate at this time.